Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer awoke with a blood glucose reading of 24.4 mmol/l. The customer then ate breakfast, took some insulin, and lost consciousness within an hour. Paramedics were called and treated the customer at the scene. Troubleshooting was performed, and the insulin pump passed the self test. The customer stated that the screen on the insulin pump was scratched and difficult to read. Nothing further was reported.